Event description:
Thoracentesis performed, at conclusion of procedure, it was noted that about 10 cm of the thoracentesis catheter had broken off and remained in the pt. The pt required interventional radiology procedure for catheter removal. Account reported that the sample will be retained by the hosp for possible legal issue in future.